Manufacturer narrative:
Citation: fiorina c et al. Trans-axillary versus trans-aortic approach for transcatheter aortic valve implantation with corevalve revalving system: insights from multicentre experience. J cardiovasc surg. E-published oct 4, 2016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a study on trans-axillary versus trans-aortic approach for transcatheter aortic valve implant with corevalve. All data were collected from multiple centers between [date] and [date]. The study population included 242 patients (predominantly female; mean age 83 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 36 deaths occurred, which included: 9 acute procedural deaths and 27 deaths within 30 days of implant (17 all-cause and 10 cardiovascular deaths). Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: prosthesis malposition, acute kidney injury, ischemic cerebrovascular event, paravalvular leak, permanent pacemaker following valve implant, bleeding event, and vascular complications (vessel tear and dissection which required intervention). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the second sentence to read: all data were collected from multiple centers between september 2007 and february 2014.

Event description:
Medtronic received information via literature regarding a study on trans-axillary versus trans-aortic approach for transcatheter aortic valve implant with corevalve. All data were collected from multiple centers between september 2007 and february 2014. The study population included 242 patients (predominantly female; mean age 83 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 36 deaths occurred, which included: 9 acute procedural deaths and 27 deaths within 30 days of implant (17 all-cause and 10 cardiovascular deaths). Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: prosthesis malposition, acute kidney injury, ischemic cerebrovascular event, paravalvular leak, permanent pacemaker following valve implant, bleeding event, and vascular complications (vessel tear and dissection which required intervention). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.